Manufacturer narrative:
The incident appears to have been caused by the sling becoming caught under the leg of the lift prior to the lifting process. As the lift was activated and began to raise the patient, the leg¿having run over the sling¿created tension that led to the sling tearing. This entanglement also contributed to structural damage, as the leg of the lift was bent during the process. The positioning of the sling beneath the leg was unintended and directly influenced the failure of the equipment during patient transfer. Instruction for use for maxi twin (04.kt.00) says: "to avoid entrapment, make sure the path of the movement is free from obstacles". The arjo device was in use for patient treatment at the time of the event and, from that perspective, played a role in the incident. The sling was damaged during the event, and additionally, the leg of the lift was bent. Therefore, the involved system (lift and sling) failed to meet its specifications. The complaint was deemed reportable due to the sling tearing, which resulted in a patient fall.

Manufacturer narrative:
Collection of information is still pending. During product inspection it was noticed that the lift has a bent leg. Analysis is ongoing regarding the connection between the leg and the sling stap broken.

Manufacturer narrative:
(B)(4). The device is distributed outside the us and no gudid information exists. The investigation is ongoing, results will be updated in the final report.

Event description:
It was reported that a resident fell during a transfer attempt. Maxi twin floor lift was used to assist with repositioning. During the procedure, the strap broke while the resident was being raised. No injury occured.